Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The meter passed both levels of qc, which indicated the meter was measuring as expected. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 7:13 am, the result was 341 mg/dl. At 7:14 am, the result was 209 mg/dl. At 7:15 am, the result was 214 mg/dl and was believed to be correct. The patient was provided with two units of lispro at 7:17 am, based on the meter result of 214 mg/dl.